Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical device: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd. Analysis of the desktop charger ((B)(4)) found that there was a broken connector pin in the cable assembly. Conclusion code pertains to the implantable neurostimulator and conclusion code pertains to the desktop charger. All method and result codes pertain to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4). Information omitted regarding broken belt as it is covered in (B)(4). Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the desktop charger (dtc) connector pin was bent and broken sometime in 2017. A replacement dtc was sent. Additional information from the patient reported that they had poor communication with recharging. The patient reported the last time they were able to successfully charge the ins was sometime in 2017 and the reason for not charging was the broken connector pin. The patient was redirected to a healthcare professional (hcp) to address the possible overdischarge. No patient complications were reported as a result of this event.